Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer¿s blood glucose level was above 500mg/dl at the time of the incident. Troubleshooting was not possible as customer cst did not have pump and he was not feeling well in hospital. The insulin pump will not be returned for analysis.